Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd syringe luer-lok¿ tip malfunctioned as ¿prior to drawing up the medication -celestone, the syringe plunger moved freely and smoothly. Once the medication was drawn up, the plunger became difficult to push. They have to be careful not to push, so that it squirts forcibly into the patient. It¿s like the medication is reacting with the plunger plastic¿ there was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples were returned for investigation to determine the nonconformance. The complaint could not be confirmed and root cause could not be determined. If samples are received in the future the complaint will be re-open and re-investigated. Unable to perform DHR review as no batch number is available. Investigation conclusion: no samples were returned for investigation to determine the nonconformance. The complaint could not be confirmed and root cause could not be determined. If samples are received in the future the complaint will be re-open and re-investigated.